Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. The file has been opened from a literature report: brown iol discoloration resembling a "pseudo-cataract" in a hydrophobic iol. The report states iol calcification is a known complication of intraocular surgery. No determination or root cause was indicated in the report. Not enough information was provided by the report for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
In a journal article, the physician reported that following an intraocular lens (iol) implant procedure patient complained about blurred vision and the corrected distance visual acuity (cdva) was 20/25 snellen. The brown iol discoloration which is resembling to a pseudo-cataract observed in iol. Additional information not requested due to lack of reporter contact information.